Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a transfer set was damaged; further described as "transfer set broke at the catheter tip inside the patient line". This issue was identified during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in d9, h3, h6. H10: the device was received for evaluation attached to a white adapter connected to the female connector. A visual inspection with the naked eye and magnification noted a female connector separated from the light blue main body. The insert chip was present and there was no indication of solvent on the top of the insert/chip. There was evidence of solvent inside the barrel of the light blue main body. There were no issues observed with the female connector; therefore the reported damage at the female connector was not verified. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The cause of the separation was due to inadequate solvent application to the main body during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.